Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with ceftazidime (intraperitoneally, dose and route not reported) for the event. Treatment was ongoing and the patient was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.